Event description:
A medtronic representative reported that, while in a sinus procedure, tracer failed. Many yellow dots were collected because the emitter was too close. The emitter was re-positioned and passed tracer, confirmed accurate on all canthus of the eyes and was 1mm off the tip of the nose. In the sphenoid sinus, it showed a 5mm inaccuracy. The surgeon did trace to the columella but not to the tragus of the ears and was using a very light touch. The patient was very large and the surgeon chose not to use a head strap, just using the frame and tracker with tegaderm. The surgeon opted to continue the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, tested accuracy with the phantom after the surgery, it was perfect. Software investigation completed. Findings are that this patient was very large which does not make a good candidate for tracer registration. The head strap was not used to hold the patient reference frame and the emitter was not properly positioned. Software is functioning as designed.